Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The pst observed the manual adjustment knob for fraction of inspired oxygen (fio2) to be damaged and physically making contact with the epgs preventing free movement. The system detected this condition and indicated 'knob adjust only' on the central control monitor (ccm) screen. Calibration was unavailable during the evaluation. The fio2 knob was removed from the epgs, and calibration was successful. It was determined that the epgs knob did not meet specification. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, the issue occurred during installation of the epgs oxygen (o2) sensor upgrade kit. An attempt was made to calibrate the o2 sensor when a 'calibration failed' message displayed on the central control monitor (ccm). The o2 sensor was replaced, and the issue continued. Another upgrade kit was installed but the error message still appeared. The upgrade kit was uninstalled, and the device was left with the original module.

Event description:
It was reported that during use of the device for a non-clinical activity, the electronic patient gas system (epgs) failed calibration.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.